Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that hd ep arthroscope/sinuscope 4.0mm x 30 deg x 175mm (storz lock) did not work. Per service reports, this complaint can be confirmed. It was found during evaluation that image was slightly foggy. Further, the distal tip and optics were damaged, and shaft was dented. The distal tip, shaft and optics were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. User mishandling might be the most probable root cause for the bent shaft and the damaged distal tip and optics, which would have caused the foggy image and lead the customer to experience the reported problem. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in image was slightly foggy that preoperatively to an unknown procedure on an unknown date, it was observed that the endoscope device did not work anymore. During in-house engineering evaluation, it was determined that the image on the device was slightly foggy. There was no surgical delay nor adverse patient consequences reported. No additional information was provided.